Manufacturer narrative:
A ge service representative performed an onsite investigation. The display adapter and system interface board were evaluated and reseated. The solid state hard drive and bracket were evaluated and replaced. The system software was reloaded. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system would not boot. There is no report of death or serious injury associated with the event.